Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the jaw cover of the 8mm synchroseal instrument was torn. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm synchroseal instrument was analyzed and found to have tearing. The tears measured from 0.260 to 0.220 in length. There were no signs of thermal damage present at the end of any tears. The jaw cover was torn, and there were missing pieces; however, the size of the missing pieces could not be confirmed, indicating that a fragment had detached from the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.